Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least six applications were performed with a balloon catheter on the date of the event with no system notice. The flexcath sheath was not returned for investigation and there was no indication of a product malfunction. Clinical issues (tamponade, pericardial effusion, hypotension) were encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient¿s blood pressure decreased, and a pericardial effusion was detected by transthoracic echocardiography. A cardiac tamponade was also indicated. After pericardial drainage was performed the patient was sent to a recovery unit for observation. The patient¿s hospitalization stay was extended and was discharged after multiple days. The case was completed with cryo. No further patient complications have been reported as a result of this event.